Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2012 the patient presented with chest pain. An angiogram was done which found a lesion located in the proximal left anterior descending (lad) was 75% stenosed. Pre-dilatation was performed with 2.0x15mm and 3.0x12mm balloons. A 3.0x18mm absorb scaffold was implanted and post-dilated with a 3.0x12mm non-compliant balloon. Timi 3 flow was achieved. No imaging modality was used to confirm the scaffold was fully apposed as the lesion was found to be very straightforward. On (B)(6) 2016, 3.5 years post implantation of the absorb scaffold, the patient returned with unstable angina and was re-admitted. Angiography was done which found 95% restenosis in the scaffold implanted in the proximal lad; whereas, two drug eluting stents previously implanted in the bifurcation of the mid lad and diagonal 1 still remained intact. Initially, because the lesion site was very fibrotic it was reportedly difficult to pre-dilate. In the end, a 3.0x13mm non-abbott cutting balloon was used to pre-dilate and a 3.0x18mm non-abbott drug eluting stent was then implanted to cover the scaffold. The patient was ok post procedure. The patient was confirmed to have been compliant in following the dual antiplatelet drug therapy (dapt) for one year after the procedure. The patient was placed on dapt again post treatment of the in-scaffold restenosis. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A cine was received and reviewed by an abbott vascular physician. The reviewer concluded the absorb scaffold was under-sized and under-expanded in the proximal lad (3.0mm diameter scaffold in vessel with diameter of 3.5 to 3.75mm) and developed severe focal restenosis at about 3 and a half years post-implant, successfully treated with metallic stent. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.